Event description:
It was reported that during an unk procedure the device had clips not forming, firing two at a time, and falling off the vessel. The case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.